Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly reset. The customer was able to change out supplies and reload a cartridge onto the pump prior to the call. In addition the customer reported an elevated blood glucose (bg) level that day (413 mg/dll). The customer delivered a manual injection to correct bg level. The customer stated it was uncertain if the high bg was caused by the pump reset. System check with tandem technical support was performed. A recommendation was made for the customer to change out supplies as their bg level had been elevated since the supply change following the reset.